Event description:
It was reported to cayenne medical that "an ifix screw broke during insertion. The surgeon left part of the screw in the patient due to good fixation. Another implant was also used."